Manufacturer narrative:
Weight - requested, not yet received. Ethnicity - requested, not yet received. Race - requested, not yet received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the packaging for the angio-seal device was opened flat on the sterile table (as per instructions) and it was noticed that the anchor was already protruding from the sheath and was therefore not used in the procedure. It did not come into contact with the patient. Additional information was received on (B)(6) 2018. The patient had a good outcome following the procedure. The procedure outcome was good. Hemostasis was achieved with another 6fr. Angio-seal device. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal vip device was returned for evaluation. No other accessory components were returned with the carrier tube assembly. The carrier tube assembly was subjected to visual analysis where dried blood-like substance was observed on the device. The anchor was fully exposed at the distal tip and there was no bypass tube present. The collagen at the distal tip appeared swollen. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide patient information. Age: (B)(6) based on the patient's birthdate that was provided. Weight: requested but not provided. Ethnicity: requested but not provided. Race: requested but not provided.